Event description:
It was reported the device battery depleted prematurely. The device was removed and a new device was implanted. It was also noted there was an alert for an unsuccessful remote data transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 2490c15, carelink monitor; 4196, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).